Event description:
Note: this report pertains to one of two resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for a gastric ulcer during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip does not detach as usual. More maneuvering than usual was required, and upon release, it detaches from the mucosa. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on november 20, 2025 the clips successfully grasped and locked onto the tissue; however, upon release, they remained attached to the catheter. When an attempt was made to unfold them, they detached from the mucosa.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: (additional information): blocks b5, h6 (device codes) have been updated based on the additional information received on november 20, 2025.

Event description:
Note: this report pertains two of two resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for a gastric ulcer during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip does not detach as usual. More maneuvering than usual was required, and upon release, it detaches from the mucosa. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.